Manufacturer narrative:
H10: d10, h2, h3, h6. One 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. Visual assessment confirms broken anchor. Sutures remained on knob. An exact root cause cannot be determined, however; factors include excessive force. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
The reported 5.5 twinfix ultra pk anchor assembly, used in treatment, has not been returned for evaluation. However a photograph was supplied. Visual assessment of the photograph confirmed the reported breakage. The anchor has broken at the suture eyelet. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the appropriate prep device. Excessive force placed on the device during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair the twinfix anchor broke. The procedure was successfully completed without delay using a back-up device. The patient outcome is unknown. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.